Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. The customer attempted to change pump supplies, however, was found unconscious and went to the emergency room. The customer was admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 800 mg/dl with high ketones that were identified as life threatening. The customer was placed in a coma for treatment along with being treated intravenously with fluids of saline and insulin and was diagnosed with a spinal fracture. The customer was released from the ICU with issue resolved and no permanent damage. The customer reverted to manual dose injection for insulin therapy.